Event description:
In 2008, it was reported to boston scientific corporation that a prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure the day prior. (Age and weight unknown). According to the complainant, approximately 3 minutes into the procedure, while increasing the pressure to the prolieve catheter's dilatation balloon, the staff heard the balloon "pop." The balloon was removed and the procedure completed with another of the same device. The patient's condition was reported as "fine."

Manufacturer narrative:
The lot number of the prolieve thermodilitation kit is not known; therefore, the device manufacture date and expiration date can not be determined. The suspect device, a prolieve thermodilitation kit (catheter)was not returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined a review of the device history record for the prolieve catheter lot # 615232 contained in the prolieve thermodilitation kit was performed; no anomalies were noted.